Event description:
It was taking rptr over an hr to express 1 ounce - it was hurting breasts. Rptr got discouraged.

Event description:
Add'l info received from MFR 07/24/2001: the reporter has not returned the co's phone calls. The event description leads them to believe that the suction release button was not used. The suction release is manual so that the nursing mother can create a comfortable pumping rhythm to reflect a nursing baby. Once the suction is released, the pressure begins to build again. If the suction is not released, the pressure is constant and milk is not expressed.